Event description:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: 902444

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to the information provided by the technician, the nozzle units on air and o2 gas modules were found damaged. The replacement of maintenance kit 5000 hours (including nozzle units) solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The complete plastic nozzle unit must be replaced during preventive maintenance. Nozzle units for the gas modules are articles of consumption. The plastic nozzle unit contains a valve diaphragm. The valve diaphragm, controlled by the inspiratory solenoid, regulates the gas flow through the gas module. Our conclusion is that the replaced nozzle units were the cause of the failure. Based on detailed analysis and information from field service engineer, the root cause of the issue is related to user preference issue. The customer is aware of the recommended scheduled service, however omits it due too high cost.

Event description:
Manufacturer's ref. #: (B)(4).